Manufacturer narrative:
Pump received with cracked end cap, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. No broken on pump noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is broken. The customer's blood glucose reading was unknown at the time of incident. The pump was replaced for the customer. No further details given.